Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 290cc breast implant was found to have two (2) tears (a and b) on the anterior aspect; tear a measured approximately 3.0 cm and tear b: 1.1 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation was performed for the finished device 5656297 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 290cc mentor smooth round high profile saline breast implant experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.